Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The returned clamp was confirmed by the manufacturing plant lab technician to exhibit a significantly higher closing force than normal, however, this feeling was not confirmed by torque testing. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A nurse reported to baxter (B)(4) that a sleeve was too tight to open and close. There was no patient injury or medical intervention. No further information is available.